Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 8 mmol/l. The caller stated that the insulin pump had been dropped in a pool for 2 seconds, but then after 1 minute, the button error alarmed occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.